Event description:
A peritoneal dialysis pt called fresenius technical support needing assistance to cancel treatment. Technical support assisted the pt with canceling the treatment. The pt said he was not feeling well and was going to the doctor. The pt said he would contact his peritoneal dialysis nurse in regards to cancelling treatment. A follow up call to the pts clinic revealed the pt was hospitalized for peritonitis.

Manufacturer narrative:
A product investigation was performed for this device. A visual inspection showed no physical exterior discrepancies. All functional tests passed. A simulated treatment was performed and completed with no issues or alarms. The reported systems were not confirmed. A review of the device history record was performed. There were no unexpected variances, adjustments or comments noted in the device record. A review of the complaint tracking system listed no other complaints of peritonitis for this device. A review was performed by the post market clinical department. Per the pharmacovigilance physician, the event of peritonitis is unlikely caused by the product in use. There is no evidence of product malfunction or any fluid leaks. Peritonitis in a pt undergoing peritoneal dialysis is most often due to contamination with pathogenic skin bacteria resulting from touch contamination or catheter related infection. There were reports of a catheter exit site infection which may have contributed to the event of peritonitis. The pt continues peritoneal dialysis treatment.